Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred. Subsequently, a cartridge change error occurred. Blood glucose ranged between 100-143mg/dl. Reportedly, a new cartridge was loaded to address the events.